Event description:
As reported via the (B)(4), a patient experienced aphasia during the index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the left proximal internal carotid artery. The lesion was described as 15mm in length, moderately calcified and arch type ii. The reference vessel was 6.0 in diameter with mild vessel severe tortuosity. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. There were no air bubbles were present during the procedure. There was 0% residual stenosis. There was no occlusion to the contralateral carotid. Post dilation with done with a 5 x 20 aviator plus balloon ((B)(4)/15899584) and inflated for 5 seconds at 9atm. During post dilation and with the angioguard still in the patient, the patient developed sudden aphasia. The patient left the angiography suite with the neurological deficit. The patient was treated with integrilin IV 7.9 ml at 9:26 am, integrilin IV 14.2 ml at 9:31 am and integrilin IV 7.9 ml at 9:37 am. No diagnostic procedures were conducted since the patient recovered within minutes. The patient fully recovered with no residual deficit in less than 24 hours. The post nih stroke scale score was 0 and the stroke scale score was 0. The patient was discharged the next day. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Bivalirudin was administered during the procedure. Per the investigator, the event was not a serious adverse event. He attributes the transient aphasia to stimulation of the baroreceptor during post dilation. Per the investigator, the event was related to the index procedure and not related to the cordis devices.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2013-00577, 1016427-2013-00116, and 9616099-2013-00578.

Manufacturer narrative:
Complaint conclusion: as reported via the sapphire registry, a patient experienced aphasia during the index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the left proximal internal carotid artery. The lesion was described as 15mm in length, moderately calcified and arch type ii. The reference vessel was 6.0 in diameter with mild vessel severe tortuosity. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. There were no air bubbles were present during the procedure. There was 0% residual stenosis. There was no occlusion to the contralateral carotid. Post dilation was done with a 5 x 20 aviator plus balloon ((B)(4)/15899584) and inflated for 5 seconds at 9atm. During post dilation and with the angioguard still in the patient, the patient developed sudden aphasia. The patient left the angiography suite with neurological deficit. The patient was treated with integrilin IV 7.9 ml at 9:26 am, integrilin IV 14.2 ml at 9:31 am and integrilin IV 7.9 ml at 9:37 am. No diagnostic procedures were conducted since the patient recovered within minutes. The patient fully recovered with no residual deficit in less than 24 hours. The post nih stroke scale score was 0 and the stroke scale score was 0. The patient was discharged the next day. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Bivalirudin was administered during the procedure. Per the investigator, the event was not a serious adverse event. He attributes the transient aphasia to stimulation of the baroreceptor during post dilation. Per the investigator, the event was related to the index procedure and not related to the cordis devices. The patient's medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking, and hypertension. High risk criteria: severe pulmonary disease and age > 75. (B)(4) the product was not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia symptoms such as aphasia are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Aphasia is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.